Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were hospitalized due to high blood glucose levels on (B)(6) 2021. Blood glucose level at the time of hospitalization was 450 mg/dl. Customer stated they were in the emergency room for 6 hours. Customer treated hyperglycemia with insulin drips. It was unknown whether the customer was using auto-mode feature. The troubleshooting was performed. The insulin pump will not be returned for analysis.